Event description:
Report states that repeated exposure to antigenic natural latex such as is found in latex surgical or examination gloves has led to developement of latex allergies. No actual manifestation of reaction is specified or otherwise described. Diagnosis was made in june 1999 via a "rast" test.